Manufacturer narrative:
(B)(6). Product investigation summary: received parts ¿ (2) screws with part number 400.810 / lot number unknown. The complainant screws were received not in original packaging. Both screws are broken between the screw head and the screw shaft with the broken parts missing. The microscopic view of the broken surfaces shows homogenous surfaces, which indicates material conformity. There are nicks and signs of wear and tear. Additionally, there are some unknown residues present on the screw recesses. Due to the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. Based on the investigation and the received information, the exact root cause cannot be determined. Due to the wear and tear signs, it is likely that the application of exceeding torsional forces during insertion caused the breakage. The failure is not due to any manufacturing non-conformances. Additional product codes and 510k numbers were reported in the section of the initial medwatch. Only (B)(4) and (B)(4) are applicable for this part. Device broke intra-operatively and was not fully implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was reported that two (2) 1.5mm cortex screws broke during a surgical procedure on (B)(6) 2015. The bodies (shafts) of both screws remain in the patient's bone, but the heads were retrieved. The surgeon indicated this could be a potential for reduction loss. The procedure was completed with no reported surgical delay.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw's head diameter 1.5mm and length 10 has broken at the time of screwing. The screw body remains in place at the patient bone. The screw head has been kept for expertise. Risk was to lose reduction. There was no delay in surgery. This report is 2 of 2 for (B)(4).